Manufacturer narrative:
Device history review was conducted and no anomalies noted. No product was returned but an investigation was performed on retention samples. The catheter met quality control specification. Based on investigation, a repeat insertion by the same catheter was not conforming to the requirement of IFU, cannot exclude that the catheter broken as a result of outside force.

Event description:
On an unk date, the pt was hospitalized for the treatment of femoral fracture. On (B)(6) 2013, the nurse attempted to insert a 22g catheter into the pt's right forearm but was unsuccessful. The pt's vascular condition was not good, then the nurse inserted the catheter on the inside of pt's right leg with the same catheter, when the blood return occurring, the nurse used the method of withdrawing the needle while threading the catheter. Resistance was felt and catheter was not pushed into the blood vessel totally. Second insertion was also not successful. The nurse felt resistance when removing and a part of catheter was missing after removal. The nurse suspected that the catheter broken inside the pt's body. There were signs of redness at the insertion site. On (B)(6) 2013, an x-ray was conducted and the broken catheter piece was surgically removed.